Manufacturer narrative:
The customer called to receive guidance from olympus¿s technical assistance center (tac). The customer cycled power and the error did not return. The lamp was cycled several times without issue. Tac recommended seeing if the issue returns. Bulb has 100hrs and the e103 was on for a minute and did not return. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the evis exera iii xenon light source, displayed e103 lamp error. The issue was found during an unknown procedure. The procedure was completed with the light source. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.